Event description:
Yag/slt eye laser unit/device failed to operate in 2 cases and operated intermittently while attempting to treat patients. This is not first apparent electrical system problem with this device this year. Problem identified as loose electrical connection on pivit pin. There was an apparent previous wire bundleshort in a moveable portion of the joy stick. There was an apparent previous loose wire in the fixation lamp circuit. There was an apparent damage to the wiring harness for the fixation light. The ready/standby button was apparently stuck. The latest problem was an apparent electrical connection that became loose (plastic correct loose) on the circuit between the laser lamp lock button and the operating circuit causing intermittent operation. Pivot pin device is approximately 3 years old, placed into service about 2012.